Manufacturer narrative:
Device remains implanted; therefore, a product evaluation was not performed. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing deficiency was not identified. Based on the information received, a definitive root cause could not be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm 2800tfx aortic pericardial showed mild perivalvular leakage on ultrasounds as early as six months post implant. Approximately one year, two months, post implant of the 21mm valve the patient returned to the hospital. It is unknown at this time whether the patient will undergo re-operation, it is currently under discussion between physician and patient's family.

Manufacturer narrative:
(B)(4).